Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pumping stopped on multiple occasions. Reportedly, the user does not suspend insulin delivery. The user declined to troubleshoot with tandem's technical support. The user reported that their blood glucose (bg) level was elevated with small ketones; however, the exact bg value was not provided. The user addressed bg level with a bolus.